Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the charge coupled device unit failure could not be determined. It is possible that the operation failure was caused by the charged coupled device unit not being watertight. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The image failure occurred because there was moisture on the charge couple device (ccd). Additionally, the connector was cracked, and the serial plate was faded. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The customer reported to olympus, that the autoclavable camera head did not display an image. The issue was discovered during preparation for an unspecified procedure. There were no reports of patient harm associated with this event. This MDR is being submitted to capture the reportable malfunction (image failure).